Manufacturer narrative:
Device not returned by customer. The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old black or african american male patient had impella 5.5 pump placed surgically via anterior direct aortic approach. There was an aortic valve dissection that resulted in surgical repair with three (3) units of platelets, two (2) units of cryo, and two (2) units of fresh frozen plasma (ffp) being administered.